Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the jaw of the unit broke off into the shoulder of the patient during surgery.